Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of joint inflammation at the injection site was considered expected and possibly related to the treatment. Potential contributory factors includes injection technique and procedure. Serious criteria includes the need for medical intervention and hospitalization. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-dec-2019 by a male patient, concerning himself (unknown age). No information about medical history, concomitant medication, history of allergies or previous filler treatments. The patient had a pneumonia vaccination the same day as he received durolane. On (B)(6) 2019, the patient received treatment with durolane to both knees (unknown lot number, amount, needle type and injection technique). The left knee responded well but the right knee was presumed to have reactive synovitis (injection site joint inflammation). The patient traveled to (B)(6) over (B)(6) and then returned to the physician's office on (B)(6) 2019. The physician aspirated over 100 ml of fluid and sent off for analysis, and the patient was admitted to the hospital. Apparently, the patient wbc count was very high and they proceeded to the operating room to wash out the knee. The patient was currently in the hospital with IV antibiotics [antibiotics]. As of this evening (at the time of the reporting), no bacteria was growing in the culture and the physician had indicated this could be a reaction to durolane itself. She was concerned if an infection occurred during the actual procedure itself but since there was no bacteria growing, it was now presumed to be a reaction to the medication. Outcome at the time of the report: reactive synovitis was not recovered/not resolved.

Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious event of joint inflammation at the injection site was considered expected and possibly related to the treatment. Potential contributory factors includes injection technique and procedure. Serious criteria includes the need for medical intervention and hospitalization. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2019 by a male patient, concerning himself (unknown age). No information about medical history, concomitant medication, history of allergies or previous filler treatments. The patient had a pneumonia vaccination the same day as he received durolane. On (B)(6) 2019, the patient received treatment with durolane to both knees (unknown lot number, amount, needle type and injection technique). The left knee responded well but the right knee was presumed to have reactive synovitis (injection site joint inflammation). The patient traveled to (B)(6) over thanksgiving and then returned to the physician's office on (B)(6) 2019. The physician aspirated over 100 ml of fluid and sent off for analysis, and the patient was admitted to the hospital. Apparently, the patient wbc count was very high and they proceeded to the operating room to wash out the knee. The patient was currently in the hospital with IV antibiotics [antibiotics]. As of this evening (at the time of the reporting), no bacteria was growing in the culture and the physician had indicated this could be a reaction to durolane itself. She was concerned if an infection occurred during the actual procedure itself but since there was no bacteria growing, it was now presumed to be a reaction to the medication. On (B)(6) 2019, the reporting physician reported the following: she had injected both of the patients knees with durolane at exactly the same time and the other knee was perfectly ok. As stated previously the patient had to have the affected knee washed out and they were still awaiting final cultures. The reporting physician believed that this was not due to the durolane but she will send an update again once she has the final cultures of the effusion. Outcome at the time of the report: reactive synovitis was not recovered/not resolved. Tracking list: v.0 initial, v-1 fu received on 19-dec-2019: added reporting physician information. Reporter causality was updated.